Event description:
It was reported that during the calibration procedure the biomed could not calibrate the inspiratory flow. The biomed has not determined what the defective component is yet. There was no pt injuries. Front panel settings are unknown at the time of reported incident.